Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was that through review of a log file that was provided to the technical service representative, multiple low speed events when the lvad system was connected to the power module was confirmed. The patient was instructed to remain on batteries. An ungrounded cable was offered for support and shipped to the patient's home to be used until a percutaneous lead (driveline) replacement was scheduled. The patient was asymptomatic. On (B)(6) 2018, the technical service representative was onsite for a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The plan was to monitor the patient for a short time and then discharge the patient home if no further alarms occurred. No additional information was provided.

Manufacturer narrative:
Additional information.

Event description:
Additional information: information received confirmed that the patient was readmitted after receiving a percutaneous lead (driveline) replacement for reported low speed alarms while at home while the lvad system was connected to the power module patient cable. Readmission date was not given. The lvad team felt that the low speed operations were leading to low flow alarms that the patient was also experiencing. The patient received a pump exchange on (B)(6) 2018.